Event description:
Customer reported she needed assistance with setting up her basal and bolus wizard. Customer stated she was in the hosp but it was not a diabetic episode she had given birth. Customer reported her blood glucose was 400 mg/dl but she was not on the insulin pump at the time. Assistance was provided. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.